Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with her pacemaker exhibiting backup vvi operation alert. The patient was immediately brought to the clinic. Upon interrogation, the device backup vvi operation was confirmed. The patient stated she felt "funny" and that she noticed her pulse rate was different than normal. She also felt dizzy when she bent over to put on her shoes. Normal function of the device was then restored and all parameters were tested without issue. The patient stated she no longer felt funny or dizzy. The patient was then discharged with no further complaints.